Event description:
The end user states that the chair was serviced yesterday and when she got home she was unable to transfer to her bed or the commode because she could not get the chair to stop rolling backwards. The end user states that the shop advised her to use tape around the wheel lock to get it to hold. The end user states that she was forced to sleep in her chair and wet the wheelchair because she was unable to lock the brakes in place.